Event description:
It was reported the patient was not able to make adjustment with antenna attached to patient programmer. The patient was not sure if healthcare provider used a patient programmer antenna on the patient programmer to see if that worked. It was also reported that healthcare provider indicated that the patient could not use 0 and 3. They don¿t seem to work. It was not noted why they didn¿t work.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01khu, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).